Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited high impedance, over-sensing and noise/non physiologic intervals, causing polarity switch. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.